Manufacturer narrative:
D9 - date returned to MFR: 5/7/2026. H3 and h6 codes - updated. The suspect pump was returned for evaluation. A review of the service history revealed no related repairs associated with the reported failure mode. The device was visually inspected, and no anomalies were observed. Functional testing was performed, and the allegation made by the complainant was confirmed. The root cause of the reported issue was identified as an occlusion alarm. During infusion, the pump stopped several times due to this alarm. The problem was resolved after replacement of the downstream occlusion (dso). Upon successful completion of the repair activities, including functional and accuracy testing, the device will be returned to the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was found not to be running on schedule during the routine checks. The infusion was intended to run for 72 hours; however, the completion was delayed by approximately 2 hours. The pump was checked at 14:00hrs on 20-mar-2026 and showed 5hrs and 56min remaining until completion, indicating unexpected finish time just before 20:00hrs. However, the current blinatumumab bag had been initiated on 17-mar-2026 at 17:40hrs, meaning the infusion should have been completed prior to 18:00hrs on 20-mar-2026. This indicates that the pump appears to have lost approximately 2hrs. The time discrepancy was verified against the check sheet using the corresponding calculations. There was patient involvement, but no injury.